Manufacturer narrative:
(B)(4). Review of radiographic images show a grade ii spondy at l5-s1 treated with interbody fusion spacer and sexant screws. One of the s1 screws fractured. No pre-op films were provided. The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that the patient underwent an unspecified spinal surgery using posterior fixation. An unknown time post-op, the pedicle screw on the left side of s1 broke. A revision surgery is planned to remove and replace the broken screw.